Event description:
It was reported that during an unrelated procedure the patient suffered a hemorrhagic pneumothorax. A minimal invasive thoracoscopy was performed, all blood was removed and the lead remains implanted. Patient's condition is stable afterwards.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, hv lead impedance was noted. Reprogramming was performed. The patient&#38112;condition is fine after the event.